Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient was found to be in back-up vvi (bvvi) mode. The cause of the bvvi mode is unknown. No intervention or programming changes were reported. No patient consequences were reported.